Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for an implant procedure. The helix could not be extended after several attempts. The lead was not used and was replaced. The patient remained stable throughout the procedure.